Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial#: (B)(4), ubd: 03-mar-2021, UDI#: (B)(4). Product analysis: the valves were not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, during the post-implant balloon aortic valvuloplasty (bav), a premature ventricular contraction (pvc) caused the balloon to dislodge the valve into the ascending aorta. Subsequently, a second valve was inserted into the proper position. The guidewire was pulled back to release any tension in the system and slight forward pressure was applied. The valve was released using proper technique. Following final release, the valve dislodged into the left ventricle. The second valve was attempted to be snared, but was not successful. Subsequently, the procedure was converted to an open surgical procedure and both valves were explanted and replaced with a non-medtronic valve. Two days later, the patient died due to left ventricular failure. Per the physician, the dislodgement of the second transcatheter valve into the left ventricle caused severe aortic insufficiency and dilation of the left ventricle. Following the surgical procedure, the heart had too much damage to recover.